Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to sleep with the pump battery at 10% and when they woke up the battery gauge displayed 15%. Review of pump data by tandem technical support showed that the battery gauge did jump from 10% to 15% while not connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and monitor the battery.